Manufacturer narrative:
Retained lot number 593212 was inspected and no abnormalities were found during lot testing.

Event description:
End user reports that pen needles purchased from a local pharmacy from item number 832041, lot 593212 is missing the protective paper tab from the pen needle as well as "the bottom needle" that penetrates the insulin pen, but the part of the needle that injects into the skin is in tact.

Manufacturer narrative:
Initial trend analysis for lot 593212 was conducted, no malfunctions were found. This is the only complaint for lot 593212. Further investigation will be conducted to determine the root cause of complaint.

Event description:
End user reports that pen needles purchased from a local pharmacy from item number 832041, lot 593212 is missing the protective paper tab from the pen needle as well as "the bottom needle" that penetrates the insulin pen, but the part of the needle that injects into the skin is in tact.